Event description:
In 2006, a patient underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. Prior to the repair, it was known the patient suffered from chronic renal insufficiency and that no dye would be used during the procedrue. The procedure progressed as planned and the patient was discharged to recovery with palpable lower extremities. A duplex scan performed post operatively demonstrated blood flow within the aneurysmal sac. An in house wait and watch approach was adopted further follow up conducted via MRI and angiography concluded that the blood flow to the aneurysm was due to both a large distal type I endoleak and a small distal type I endoleak. On the event date,the patient underwent an additional endovascular procedure which successfully repaired both endoleaks using bilateral contralateral leg components. The patient tolerated the second procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note that a contralateral leg component was also used in the event. (Pxc201400/lot).